Event description:
It was reported that the patient underwent hernia repair procedure on (B)(6) 2015 and topical skin adhesive was used. During the procedure, when the ampoule was crushed, a shard penetration occurred. There were no adverse patient consequences reported.

Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Visual inspection found a piercing through which a glass shard protruded in the applicator bulb and a piercing in the butyrate tube was observed.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4).